Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high and that she developed symptoms after the alleged issue occurred. The medical surveillance specialist (mss) spoke with the patient in the same month, to obtain/verify the following information. The patient became concerned that her meter started to read inaccurately high about a month before she contacted lfs. She reportedly obtained a "356 mg/dl" on her meter around noon, which she did not question at the time. As a result of the meter reading, she took a 1/2 pill of glimepiride: the patient would take glimepiride if her blood glucose levels go over 200 mg/dl. She indicated that she manages her diabetes mainly with diet and usually takes glimepiride approximately once a month. The patient claimed that in about 30 minutes to an hour after taking the glimepiride, she became weak and was trembling. She treated herself with food/drink and felt better afterwards. The patient was also concerned that her meter was imprecise on another date. A few days before she contacted lfs, she obtained meter readings of "almost 400 and 135 mg/dl" within seconds. She denied having symptoms at the time of concern and did not receive any treatment as a result of these meter results. Based on the short time between when the patient obtained the "356 mg/dl" to when the symptoms started, it is unlikely that the 1/2 pill of glimepiride contributed to the patient's symptoms. However, this complaint is being reported because the patient reportedly became hypoglycemic after obtaining alleged inaccurate meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.